Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error code 307 and the touchscreen display went dark. The customer received phone assistance from the technical support engineer (tse). The user was instructed to perform a hard system power cycle; however, the issue persisted after numerous attempts. The surgeon elected to convert to traditional laparoscopic surgery. The procedure was delayed for less than 30 minutes. Intuitive surgical, inc. (Isi) followed up and the following additional information was obtained: the procedure was converted to traditional laparoscopic approach due to the issue and the system being in an unusable state. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue identifying a defective personality module audio video (pmva) board. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the replaced pmva board involved with the alleged issue to perform failure analysis. Failure analysis has not been completed yet.

Manufacturer narrative:
The personality module audio video (pmva) was analyzed and the reported failure was replicated during testing. This unit was installed into the test system and running video test, 1 minute sine cycle, 10 power cycles & sitting idle for 1 hour. Troubleshooting found the system could not detect the video branch (vbr). This was the cause of the issue. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h11 for follow-up information.